Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes abnormal lead impedances. Fluid was found in the atrial connector header.